Manufacturer narrative:
Investigation summary: ppae (paroxysmal atrial fibrillation): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1962573. Device history batch: subcomponent: n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support following a triple coronary bypass graft (CABG) procedure. The patient developed a thrombus in her left anterior descending coronary artery which led to an acute decreased ejection fraction from 40% to 20% at the beginning of the case and the physician decided to place the impella 5.5 for the patient to come off bypass. After a successful CABG, the impella 5.5 was inserted via direct aortic approach, and support was initiated without complications. The patient was transferred to the intensive care unit for rest and recovery with a plan to wean and explant the following monday. On support day 4, the patient experienced an episode of atrial fibrillation with rapid ventricular response. The impella 5.5 position was verified with an echocardiogram. No additional information was provided on treatment given to the patient for the arrhythmia. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.